Event description:
The nurse and customer called to report that the customer was hospitalized for hyperglycemia, with blood glucose levels over 625 mg/dl. Prior to the event, the customer tried to treat her blood glucose levels by bolusing, but her blood glucose kept reading high on the glucose meter. Assisted the nurse with reviewing the insulin pump settings. The customer was unable to troubleshoot at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.